Manufacturer narrative:
A ge svc rep performed an on site investigation. The voltage at the control panel was checked, the nodes were flashed and reloaded, the 9900 system software was reloaded, and files were recalibrated. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system displayed a system communication error. No pt injury was reported.